Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose difference. Customer's sensor glucose was 400 and blood glucose was 63 mg/dl also sensor glucose was 80 and blood glucose was 400 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer declined checking for leaks or air bubbles and site or insulin issues. And settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.